Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery life issue. The reporter stated that the pump had been having a reduced battery life issue; no additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. There was no evidence of short battery life in the pump histories. During testing, pump current draws were found to measure within specifications. The original complaint of a battery life issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.